Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the staples opened. Until this moment, we do not have any more information. Unknown how case was completed. There were no adverse consequences for the patient. One device and two reloads were discarded.